Event description:
It was reported that (1) device was used during a video assisted resection. It was reported by the affiliate that the tsb35 device would not fire. Another device was used to complete the case. There was no consequence to the pt.